Event description:
The following additional information was provided, by the customer. The last preventative maintenance for the device was on 10sep2022. The broken connector was first observed, one week before the annual preventative maintenance for the endoscope reprocessor (oer) device. It was reported, that the device was inspected to ensure there was no damage. There were no activated sensors. Nor, any other problems noted, with the device. Although, the device was used with the broken connector, there was no leaking associated with the event. It was confirmed, that there were no patient infections or scopes contaminated with positive cultures, as a result of the broken connector. The minimum effective concentration is checked before each use of the device. The device is reportedly back in service and in working order.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 7 years, since the subject device was manufactured. Based on the results of the investigation, it was determined, that the connecting tube could not be connected, because the connector was broken by either being hit with a hard object or loosened. It is likely, that the cause of the looseness of the connector was, due to applied stress by the user in the loosening direction and the stress accumulated. However, the root cause of the reported event could not be determined. The event can be detected/prevented, by following the instructions for use (IFU) which state: ¿chapter 3: inspection before use: 3.3: inspecting the connectors. Check the following for each connector: the connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears or dents¿. ¿do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment¿. This supplemental report includes a correction to b5, to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated at the user facility by an olympus field service engineer (fse) during preventative maintenance. The fse found that the yellow connector in the reprocessing basin was broken. The unit was repaired on site. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus field service engineer (fse) was onsite performing preventative maintenance on the endoscope reprocessor. Upon inspection and testing, it was found that the yellow connector in the reprocessing basin was broken. This report is being submitted for the event found during evaluation. There was no patient involvement.